Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not boot. There was no pt injury or death reported.